Event description:
It was reported that during a laparoscopic rectum cancer resection procedure, the device could not be fired, it was blocked. After releasing it, staples were malformed and the tissue was not cut. Changed to another one to complete the procedure. There was no adverse patient consequence.